Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a broken filter, designator fl4.

Event description:
The customer sent their device in to physio-control for service for a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it was only delivering a monophasic shock. This is indicative of a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and then completed unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.